Event description:
Patient presented in clinic for normal follow up. It was reported that externalized conductors were noted. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.